Event description:
Tha patient reported that she had to tilt her head down in order for the therapy to work for her pain. The physician felt that it may be a neurological issue or there may be inflammation at the previously explanted implantable neurostimulator (ins) site, but no diagnostics were done. The patient was concerned because she had no energy and her health seemed to be deteriorating. Follow-up with the patient's physician was recommended. The physician later reported that the patient had lack of effect and no stimulation. The lead was replaced. The patient continued to have positional changes. The patient outcome was reported as "non-serious injury/illness".